Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed. The most probably cause of the event was found to be use error.

Event description:
It was reported that the cannula broke while being used. There was no additional information reported. At a later date, additional information was received that indicated that the cannula broke once it was attached to the dekompressor and the device was turned on. The dekompressor was still attached to the cannula. It was slowly removed and the broken tip of the cannula was also removed with it and no intervention needed. There were no adverse consequences and no delay reported while a back-up device was retrieved.